Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported that the surgeon has observed radiolucency on one year post-op x-rays for this patient.